Manufacturer narrative:
Analysis was performed by philips onsite biomed personnel which included functional testing. The results of the analysis indicated the device would not power on. The battery contacts were cleaned, and the battery adapter was replaced, which resolved the power issue; however, the device showed a speaker malfunction and did not alarm. For further analysis and repair, bench repair was deemed necessary. The device was returned to the bench for repair; however, it did not have a purchase order (po); therefore, it was returned to the customer without further analysis. Based on the results of the analysis, it was determined that the product has malfunctioned; however, the device was not evaluated by the bench; therefore, the cause is unknown. The device was returned to the customer unrepaired. The customer was provided information to return the device again; however, as of the date of this report, the product has not been received back to the bench. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping device indicating that it is showing a speaker malfunction error and isn't alarming. It is unknown if the device was in use at time of event, and there was no adverse event reported.